Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that there was an unknown problem alleged on the right ventricular lead. The device remains in use. No patient complications were reported as a result of this event.